Event description:
It was reported the patient experienced baclofen withdrawal. The cause of the event was a kinked catheter at the pump/catheter connection.

Event description:
Additional information received reported that when the doctor saw the patient on (B)(6) 2012, the patient was ¿very tight.¿ after increase the dose up 20%, the patient started experiencing symptoms. It was noted that the patient was exhibiting both overdose and underdose symptoms.

Event description:
It was initially reported on (B)(6) 2012 that the patient experienced sweating, twitching and loose/weak muscles since the last number of hours. It was later added that the effect was noted following a 20% dose increase. A catheter dye study was done and it failed. Patient was taken in for a revision and a new catheter was implanted on (B)(6) 2012. Patient outcome was noted as fully recovered. Drug delivered via the device was gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model/serial# unk, implanted: 2005 (B)(6) , explanted: unk; catheter model: 8598, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk; (B)(4) serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. (B)(4).